Event description:
The manufacturer representative reported that the patient presented with increased spasticity and priaprism several hours after pump replacement. During surgery, the pump tubing was primed on the back table, using a lower volume than recommended per procedure. The catheter was not clamped off, but held upright and may have leaked drug. The catheter length was unknown, therefore, the catheter volume was estimated. Based on programming information, the patient may not have received volume necessary. The pump reservoir was not rinsed prior to filling resulting in dilution of drug concentration in the reservoir. The pump was programmed to deliver 300 mcg/day of lioresal 2000 mcg/ml. The patient has been managed with oral medications and an additional 100 mcg bolus of 2000 mcg/ml of lioresal, with an increase in spasticity noted. The patient was catheterized due to a distended bladder secondary to priaprism, which has subsequently subsided. Oral xanax was also administered. A catheter dye study was being considered. A second bolus of 200 mcg was given along with oral baclofen. The patient recovered.